Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's stimulation stopped and that the ipg would not communicate with the charger or pt programmer. The pt was sent another programmer and charger but neither could communicate with the ipg. The pt admitted to letting the battery run down to a minimum before recharging and only recharging every 5 weeks.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. The ipg was visually inspected and it was noted that the top septum appeared to be cored. The ipg failed communication testing with the lab pt programmer and charger. The ipg battery was examined and no leakage was noted. The ipg was then powered with an external power source and reloaded with the blue screen device. The default settings were reloaded with the hdi auto test. The ipg then passed the ans auto test. Conclusion: the reported complaint was confirmed. The ipg failed initial communication testing with the lab equipment. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.